Event description:
It was reported via repair work order that the top cover had fluid ingress. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with updated conclusion code. Mattress was scrapped.

Event description:
It was reported via repair work order that the top cover had fluid ingress. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.